Event description:
It was reported that while pulling the device for a procedure it was noticed that there was a small hole in the tyvek. Another device was pulled for the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Customer reported a small hole in the tyvek. Only the device was returned with no packaging. Because the package lid was not returned for analysis, the complaint event could not be confirmed. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.